Event description:
Patient in cath lab for tee/cardioversion (transesophageal echocardiogram) with anesthesia for a-fib. After first, synchronized cardioversion patient did not convert, a second cardioversion administered, and patient went into v-fib (ventricular fibrillation). CPR started; multiple shocks were given with multiple rounds of meds given, then rosc (return of spontaneous circulation) obtained. Per cath lab rn, the sync button was on with green light for both shocks. However, the code summary printed from the defibrillator did not show the sync on for second shock. Defibrillator has been pulled out of service.